Event description:
It was reported that stimulation was intermittent after weight loss of 175 pounds. The pt felt the implantable neurostimulator (ins) shift. There was also a problem with the pt programmer. The pt was not able to adjust stimulation. The status lights were assessed. All of the lights were stuck on after trying fresh 9 volt battery. Another fresh 9 volt alkaline was recommended. It was noted that the pt programmer had not been dropped or gotten wet. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).